Manufacturer narrative:
(Bleeding staple line, surgical intervention needed, or time extended). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open triple bypass and specimen was taken from the pancreatic head, there was a poor staple formation and bleeding from the staple line. The staple line was fixed thru over sewing in order to resolve the issue in order to complete the case. The surgical time was extended by more than 30 minutes.